Event description:
Complainant alleged that during biomed testing the device displayed a "cannot charge" message and would not charge energy. Complainant indicated that there was no pt involvement in the reported malfunction.